Manufacturer narrative:
Complaint of pixelated square running across the control unit screen and windowlock malfunction confirmed. Root cause of both malfunctions is a defective main digital pcb pn: 1180152 rev b with date code\serial number: (B)(4). No further investigation is warranted at this time. (B)(4).

Event description:
During a hysteroscopy polypectomy the user reported that the morcellator control unit wasn't window locking correctly, but after he rebooted the morcellator control unit it window locked. There was a pixelated square running across the control unit screen that made the user feel uncomfortable so he rebooted again and the square went away. There was no patient injury.